Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a device upgrade. The electrical function of the lead was tested and noted increased low voltage impedance. Externalized conductors were also observed. The associated device was not upgraded since externalized conductors were observed. Patient was asymptomatic. Because the lead was functional and all tests were still within range, the patient decided not to do anything further at this time and revisit the issue when his device reach eri.